Manufacturer narrative:
Investigation details: the device was returned without the cartridge connector stuck in the drug chamber. However, evidence of deburring on the drug chamber was observed. A known-good cartridge connector was inserted; it was difficult to insert and lock due to debris inside chamber. The housing will need to be replaced. The customer reported complaint was confirmed.

Event description:
It was reported that the ilet pump became nonfunctional and would not disconnect at the connector, rendering the device no longer water resistant and prompting a replacement and recommendation for backup therapy. Customer care provided support that included analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a failure to disconnect. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact on the delay to therapy as the user awaited the replacement device. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.